Event description:
Omnipod insulin pod alarmed secondary to failure of wireless communication link between pod and pdm -personal diabetes manager- the handheld wireless control unit of the omnipod insulin management system. The connection could not be reestablished and alarm could not be silenced which required disposal of pod after only approx 48 hours of use -pods are designed for 72 hours of usage and an absolute use time of 80 hours- when safety default automatically alarms and deactivates the pod. Dates of use: (B)(6) 2011.